Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient's wife reported that the e v-go 40 device fell off of patient upper arm on 5/28. The wife believes that it seems the box is a bad batch and the v-go 40 devices do not seem to be sticking. The wife confirmed that the patient uses an alcohol swab to clean the infusion site prior to applying the v-go and they recently received cavilon barrier wipes in the mail. The reporter estimates that the v-go 40 was worn for only 15 hours before it fell off.